Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control sales representative that the customer¿s device did not boot up after the lid of the device was opened. The device's readiness display showed "ok". When closing the lid, the "ok" icon disappeared from the display. Upon evaluation by physio-control, the device displayed three icons (attention, charge-pak and service indicator) in the readiness display. There was patient use associated with the reported; however, there was no adverse patient outcome reported. A back-up device was used to treat the patient.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to power on. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported failure was due to a crystal, designator y1 on the digital pcb assembly, that did not oscillate. This crystal not oscillating caused that the real-time clock could not function to boot the circuitry. The device was no longer under warranty.